Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath was attempted to be put in the desired location without the use of contrast per the doctors suggestion. After successful pulmonary vein isolation, the sheath was advanced into the right pulmonary vein without success. The balloon catheter was removed and a competitor catheter was inserted into the sheath. At this time, a perforation of the right atrium was observed and the blood pressure decreased. An ultrasound was performed and a cardiac tamponade was observed. The case was aborted and the patient was not under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 3 applications were performed with the catheter on the date of the event with no issues. The physical device was not returned for analysis/investigation. If information is provided in the future, a supplemental report will be issued.